Event description:
The patient reported they performed control solution tests with a teladoc blood glucose meter. Two control solution failures with the same control solution type (cs1 or cs2 both times) during troubleshooting after the patient received new supplies. A total of 4 bottles of control solution tested out of range one time each during live troubleshooting. The patient did not receive any medical treatment as part of the device malfunction.

Manufacturer narrative:
A replacement device, along with a new refill kit were sent to the patient. The device associated with this incident was not returned for investigation. If the device is returned an investigation will be conducted and a supplemental report will be filed.

Event description:
The patient reported they performed control solution tests with a teladoc blood glucose meter. Two control solution failures with the same control solution type (cs1 or cs2 both times) during troubleshooting after the patient received new supplies. A total of 4 bottles of control solution tested out of range one time each during live troubleshooting. The patient did not receive any medical treatment as part of the device malfunction.

Manufacturer narrative:
The device related to this incident was returned for investigation. Internal functional testing was performed, and no failures were detected during functional testing. The internal investigation confirmed the device was working as intended.